Event description:
Pt reported obtaining a blood glucose result of 109 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 4 units of short-acting insulin. Pt indicated that, approx 5 minutes later, he began experiencing hypoglycemic symptoms (shaky and sweating). At this time, pt reportedly retested his blood glucose and obtained a blood glucose result of 49 mg/dl. Pt indicated that he self-treated low blood glucose by eating 3 pudding cups. Twenty minutes later, pt's blood glucose reportedly measured 98 mg/dl. No additional treatment was received. Pt's current condition: "feeling fine." Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.